Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room describing shocks. Interrogation revealed no capture and decreased sensing. Multiple non sustained right ventricular lead noise and ventricular fibrillation episodes were observed including several inappropriate shocks and antitachycardiac pacing (atp) on session records. Right ventricular lead dislodgement was confirmed. The cause of dislodgement was unknown. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.